Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark without turning on. There was no adverse impact to the customer's blood glucose level. The customer tried various troubleshooting steps, including using different charging cables and wall adapters, but the issue persisted. Technical support decided to replace the pump, instructing the customer to return the faulty device using a provided return box and pre-paid label. A replacement pump, equipped with updated software, was sent to the customer with available training. The customer was informed of the necessary steps upon receiving the replacement and acknowledged the instructions provided.